Event description:
It was stated that the customer passed away due to diabetes complications. It was stated that the customer was wearing the insulin pump and his blood glucose levels were high at the time of his passing. The caller did not have the insulin pump with him, but agreed to look for it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.